Manufacturer narrative:
The t:slim g4 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with approximately 100 units of insulin. Then, the customer connected the infusion set tubing to the body, and inadvertently filled tubing while connected to the pump. Review of pump history showed 10.5 units was delivered during fill tubing. Reportedly, the customer did not know that the insulin delivered during fill tubing would be delivered to the customer if connected during that step of the load sequence. The customer's blood glucose (bg) level was 206 mg/dl. As the customer did not have additional insulin available during the time of the call, the customer confirmed that a new cartridge would be loaded once obtained. Recommendation was made to monitor bg level. During a follow-up call several hours later, the customer confirmed consuming carbohydrates and bg level ranged between 70-90 (mg/dl). The customer added approximately 30-40 units of insulin to the cartridge and completed the load process successfully.